Manufacturer narrative:
The pt's device has not yet been returned for evaluation. Initial device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the event. Monitor (B)(4): 10/2014, electrode belt (B)(4): 09/2013.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a pt passed away while wearing the lifevest on (B)(6) 2015. The pt was reportedly unconscious laying on the floor. The pt's daughter found the pt. Review of the pt's downloaded data indicates that the pt experienced an appropriate defibrillation event consisting of three appropriate shocks and one other shock. The lifevest detected vf at 07:22:22 and the pt received a shock at 07:22:58. The pt's vf was converted to bradycardia after the first and third shocks. The vf was converted to vt at 250bpm after the second shock. The pt received a fourth shock during bradycardia. The pt's rhythm remained in bradycardia. The lifevest detected a non-treatable rhythm approximately 16 seconds later. The pt passed away (B)(6)2015.